Manufacturer narrative:
The device has been received by depuy synthes power tools. The pre-repair diagnostic assessment confirmed the complaint and the part was replaced. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the us stating that the cutter could not be inserted into the device. The device was not used in surgery. No injuries or medical intervention were reported. No additional information available.